Event description:
During a low anterior resection on an unknown date, the surgeon noted a leak in the anastomosis after firing the stapler. He had put in a hand sewn purse string and not used a purse string device for placement on the device. The surgeon was able to oversew the staple line. There was no consequence to the pt.